Event description:
The user facility reported that approximately forty-five minutes into the transurethral resection of the bladder tumor (turb-t) procedure, the electrosurgical unit displayed an error 02 message, and ceased operating. The procedure was completed with another company's generator. There was no patient injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation did not duplicate the user's reported experience of the device powering off, as the device was found to operate appropriately. However, the evaluation noted evidence of thermal damage at the base of a resistor on the oscillation printed circuit board (pcb). The error log of the device was examined, and identified an error message that indicated the device has been activated continuously in excess of sixty seconds. The oscillation pcb has been forwarded to the original equipment manufacturer (OEM) for further evaluation, and the unit has been serviced. The ues-40 instructions for use advises users, "caution: the maximum output time should be 10 seconds, and there should be an interval of 30 seconds between outputs." If further significant additional information is obtained, the report will be updated. This report is being submitted as a medical device report in an abundance of caution.